Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for the units within the same lot. Off label use (over 45 years of age at the time of surgery, acd<3.00mm) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.50/089 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced very low vault, and lens rotation 60 degrees cw. On (B)(6) 2017 the lens was repositioned but it rotated again after repositioning. Surgeon plans to exchange lens. As of the date of MDR submission, the lens remains implanted.